Event description:
It was reported that the patient was to have a pump replacement procedure due to a stalled motor. The motor stall had occurred three days prior to report and two days later was followed by tube set. Four days later, it was reported that the patient was suffering from withdrawal symptoms that included: diaphoresis, nausea, anxiety, extreme shaking, and headaches. The cause of the stall was unknown. At the time of report, the patient was doing well and was receiving effective therapy. About two weeks after that, it was reported that the patient's pump and catheter had both been replaced. The catheter had been replaced as it was unable to be aspirated during the replacement procedure. It was further noted that the patient had also presented with an extreme return of pain. The physician admitted the patient and placed him on a patient-controlled analgesia pump. It was reported that the patient recovered without sequela. The drugs used in this system were morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8709, lot# j0039913r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. Product ID: 8575, lot# n104760, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of pump revealed motor/gear train anomaly/ corrosion and-or wear and-or lubrication issue. Analysis of connector revealed catheter/pump connector/dried drug or blood occlusion analysis of catheter revealed catheter bloody/dark residue occlusion in dispensing holes-event related.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.